Event description:
Device issue: none. Adverse event: dissection requiring medical intervention. Onset of adverse event: during stenting procedure. It was reported that angioplasty was performed in the distal left ascending diagonal (lad) artery. The proximal lad was stented with the 3.0 x 15 mm xience v stent, which caused a dissection. The dissection was treated with a 3.0 x 18 mm xience v stent. There were no additional patient sequela reported. No additional information has been provided.

Manufacturer narrative:
(B)(4). The stent remains in the patient. The stent delivery system was discarded. A follow-up will be submitted with all relevant information.